Event description:
Patient was found to have symptoms of soft dark discoloration of the pump implant site. Drainage what was described as brownish green was reported at the wound site 3 weeks later. The patient was treated with antibiotics but in another 3 weeks was advised that he had a "questionable deep infection existing in the pump pocket." Explant was recommended and the procedure scheduled for 10/28/1998. Patient was to be maintained on oral medication until such time as replacement was appropriate.